Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) and the cable between the sib and anesthesia control board (acb) boards was replaced.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation. There was no report of patient involvement.